Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion as a result of high right ventricular (rv) lead thresholds. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.